Event description:
(B)(4) is the initial importer of the device which is a wheelchair. The device has not been returned for evaluation. We will submit a follow-up report when additional information becomes available. While in use the left side arm pad cut him. The end-user states that there is no wear to the arm pad itself but there's a sharp piece sticking up through the center of the pad about 2 ¿" from the front. No additional information is available. We are filing this report in an overabundance of caution.